Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. The shaft, hypotube, tip and balloon were microscopically and visually examined. When received, there was contrast in the inflation lumen and blood in the guidewire lumen. The balloon was tightly folded. There were numerous kinks in the distal end of the shaft. There was a complete hypotube separation 73cm distal of the strain relief. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. Product analysis confirmed the reported shaft kink, as the hypotube had a complete separation resulting from a kink that would be around the same distance as reported on the device.

Event description:
Reportable based on the device analysis completed on 13nov2019. It was reported that shaft kink was encountered. The 91% stenosed, 15mmx1.5mm target lesion was located in the moderately tortuous and calcified left anterior descending artery. A 1.50mm x 15mm maverick balloon catheter was selected for use. However, during procedure, the delivery shaft of the balloon got kinked. The physician pulled out the device from the patient directly and the procedure was completed with another of the same device. There were no patient complications were reported and the patient was stable. However, returned device analysis revealed shaft detached/separated.